Event description:
Clinical study. Same case as 2134265-2009-03456. It was reported that following a coronary artery stenting procedure, the patient experienced in-stent restenosis. Lesion 1 was a 3.30mm, 75% stenosed, 20.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a 3.31x15mm balloon inflated to 8 atms. The physician then successfully placed two (3.00x20mm and a 3.50x12mm) taxus express2 study stents. There was no gap. The lesion was post dilated using the predilatation balloon. The patient was discharged 2 days later on plavix and aspirin. Two hundred seventy seven days after index procedure, the patient had a positive stress test and required a target vessel reintervention (tvr) to treat 60% restenosis in the lad. The physician performed a percutaneous coronary intervention (pci) procedure using a taxus stent of unknown type and size. The patient was discharged on panaldine and aspirin.

Event description:
It was further reported that in (B)(6) 2009, the patient complained of chest pain with ischemic symptoms and was treated in (B)(6) 2009. The reintervention was performed on the mid lad, not the proximal lad as previously stated. The de novo stenosis was discovered in the distal circumflex, not the 2nd obtuse marginal. At the 2 year study follow-up, the patient had no angina symptoms.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
Describe event updated and corrected to re-intervention was in the mid lad not prox lad as previously stated and the denovo lesion treated was located in the distal circumflex not the 2nd ob marg as previously stated.(B)(4).